Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at third-party service center, the third-party service technician was not able to confirm the reported issue since the device had passed the functional assessment test. There was no part replaced, and no repair made for this issue. Additional findings not related to the malfunction/issue was scratches on the vanity cover, and the vanity cover was replaced to address this issue. The third-party service technician evaluated the system error log and found the following errors on the device: e-019 (power up error), e-022 (event reporting), e-023 (startup process), e-024 (shutdown process), e-041(ac connected), e-042 (ac disconnected), e-063 (debug), e-087 (internal battery connected), e-108 (calibration mode), e-136 (internal battery info), e-137 (detachable battery), e-139 (therapy status), e-191 (alarm reset), e-192 (key press), e-233 (preset change), e-240 (new patient), e-241 (setting changes), e-307 (sleep event), e-350 (sleep exit), e-353 (calculated power offset), and e-359 (software version). There were no parts replaced to address these system errors, and no repairs made to the device for these errors. The air inlet foam filter was proactively replaced on this device. Afterwards, the device was tested, and passed all tests performed on the device. The device was found to be operational.